Manufacturer narrative:
H2: additional information: block a1 (patient identifier) the catheter. The returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. Microscopic examination was performed, and it was found that there we no problem found on the clip assembly. Additionally, the handle was able to actuate without any problem. Functional examination was performed, the clip assembly was able to perform the first activation and release the clip assembly. No other problems with the device were noted. The reported event of clip unable to release from the catheter was not confirmed. Investigation found that the device returned with the clip assembly still attached and it was able to open and close its arms. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of would not release from the catheter.

Event description:
It was reported to boston scientific that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egg) performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.